Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 192 mg/dl. The customer confirmed that the device was dropped regularly. During troubleshooting, the display did not return. The customer was advised that a replacement battery cap would be shipped. The insulin pump was not replaced or returned for analysis. During a follow up call, the customer reported that the blank display persisted after the replacement battery cap was attached. Blood glucose level at the time of this incident was around 240 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to interface board broken solder joint. The insulin pump had minor scratches on lcd window, cracked case near display window corner, cracked reservoir tube lip and missing segments/partial display due to cracked zebra connector.